Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. This reported complaint was not repaired until after the second occurrence of the failure as reported on initial MDR 2112667-2017-01782 filed on 09/21/2017 which noted that the central processing unit was replaced and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.